Manufacturer narrative:
Vad implanted when event of expiration occurred. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: the patient subsequently expired on (B)(6) 2019 due to sepsis. No information about sepsis/infection was provided per customer. It was reported that the replacement device worked as expected for the whole time of support. No autopsy was performed and the device was not explanted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmateii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 7 years and 11 months. The patient remains on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced a driveline infection. The infection was treated with antibiotics and vacuum assisted closure (vac) therapy. The pump was subsequently exchanged on (B)(6) 2019. No additional information was provided.